Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular and right atrial lead exhibited high out of range pacing impedances, triggering a lead safety switch in the system. The patient is not pacer dependent; no adverse patient effects; however, technical services has provided troubleshooting recommendations to ensure lead integrity as opposed to a patient related or external condition.